Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI : (B)(4). DHR: lot cnfbdp, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; the stator was dislodged as well as a bump mark and crack in the valve casing were noted. The valve could not be program or pressure and reflux tested due to the dislodged stator. The valve passed the test for leaks. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing. Corrosion was also noted on the stator. The cam magnets were controlled per internal process and failed. Root causes for the dislodged stator could be partly due to the valve receiving a hard knock. For the bump mark and crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. For the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken hakim valve. "The shunt was broken but probably because the child is hurting himself by hitting his head against walls." The patient didn't experienced any signs and symptoms due to the broken valve.